Event description:
Unknown black substance found inside tubing of cardioquip mch-1000 cardiopulmonary bypass temperature controller devices; 3 machine water tanks tested and resulted range from an estimated 580 colony-forming units per milliliter to 240,000 colony-forming units per milliliter.